Manufacturer narrative:
The device was not returned for evaluation. Procedural imagery provided by the site showed cine imagery revealing slight proximal movement of the valve after flex catheter is pulled back to the triple markers. Cine imagery revealing tortuous anatomy and valve inflating slowly, taking approximately 12 seconds to fully inflate, 3 second hold and 4 seconds to deflate. Based on the provided imagery the complaint delivery system inflation difficulty was confirmed. As no imagery of the valve alignment was provided, the complaint code for difficulty with valve alignment was unable to be confirmed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the reported complaint. A review of the lot history found no similar complaints related to the complaint event inflation difficulty. Review of the lot history found one similar complaint related to the difficulty with valve alignment. The applicable trend categories were reviewed and determined to not be over the control limit set. A review of the complaint history found no similar complaints regarding the complaint event inflation difficulty. The complaint event difficulty with valve alignment was unable to be confirmed therefore a complaint history review was not required. Per the IFU and training manuals in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander is visually inspected and tested several times. During manufacturing, the commander component was 100% inspected. During final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and test during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for delivery system inflation difficulty was able to be confirmed by the provided imagery. The complaint for delivery system difficulty with valve alignment was unable to be confirmed due to the unavailability of the returned device and applicable imagery. Without the returned device, engineering was unable to perform any visual, functional, or dimensional testing; therefore, a manufacturing non-conformance could not be identified. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the case notes and provided imagery, ¿fcs indicated significant tortuosity,¿ which may have contributed to valve alignment difficulties. Navigating through and performing valve alignment in a tortuous anatomy can result in high alignment forces, creating tension in the system. The training manual warns that ¿if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.¿ additionally, per the complaint description, it is ¿unknown if device was torqued.¿ if the device was torqued and excessively rotated during inflation, it is possible the excessive rotations of the delivery system, combined with the difficulty in navigating tortuosity on the aorta, may have contributed to the inflation difficulty. The device torquing may have been released to deflate the balloon, causing the balloon to be ¿easy to deflate.¿ while a definitive root cause is unable to be determined, it is possible that patient (tortuosity) and procedural factors (built-up tension, torqueing the device) may have contributed to the reported event. The complaint code for delivery system inflation difficulty was confirmed by the provided imagery. Available information suggests patient (tortuosity) and procedural factors (torqueing the device) contributed to the reported event. The complaint code delivery system difficulty with valve alignment was unable to be confirmed due to the unavailability of the returned device and applicable imagery. Available information suggests patient (tortuosity) and procedural factors (built-up tension) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Thv/tvt registry. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The instructions for use (IFU) cautions that the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta. Additionally, the IFU also cautions that cautions that the safety and effectiveness have not been established for patients with access characteristics that would preclude safe placement of 14f or 16f edwards esheath introducer set, such as severe obstructive calcification or severe tortuosity. Access vessel dissections/perforation are typically related to a combination of vessel size, tortuosity and calcifications and/or device manipulation. Dissections/perforations have the potential to propagate and cause obstruction of distal blood flow if left untreated. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Pre-procedure screening and assessment of the vasculature internal diameters and tortuosity will enable the clinician to determine if the sapien 3 valve can be delivered transfemoral. In this case, there was no allegation or indication a device malfunction contributed to the aaa tear. The cause of the aaa tear cannot be determined, but it was reported that the team did have some challenges passing the 1st tevar stent which may or may not have caused the injury in the aorta. However, as the exact time of when the aaa injury occurred is unknown, it cannot be ruled out that the injury was related to the failed attempts to drag the embolize valve with the 2nd delivery system. The delivery system is not available for return. The investigation is underway.

Event description:
The patient underwent a right tf tavr procedure with a 29mm sapien 3 ultra valve in the native aortic valve with tte. The 16 fr ew long esheath was carefully advanced over a underquote wire into the abdominal aorta uneventfully. Abv was performed with a 25mm ew balloon confirming root dimensions. Valve alignment was performed in the descending thoracic aorta. The 29mm s3u was deployed with nominal volume. As reported by the field clinical specialist, in a right tf tavr procedure, there was difficulty inflating the commander delivery system during deployment of a 29mm sapien 3 ultra valve (s3u). The s3u was implanted in the aortic annulus with good results. An abdominal aortic aneurysm (aaa) small tear was observed at the end of the procedure and was repaired with a stent graft. The 16 fr esheath was carefully advanced over a underquote wire into the abdominal aorta uneventfully. Abv was performed with a 25mm ew balloon confirming root dimensions. Valve alignment was performed in the descending thoracic aorta. During deployment of the s3u with nominal volume, the valve migrated inadvertently distally into the ascending aorta. The first valve embolized due to a possible premature contraction or torque built up on the commander delivery system due to tortuosity in the aorta. The wire was maintained in the ventricle. It was decided to elective intubate the patient and remove the sentinel device. A 2nd 29mm s3u valve was quickly prepped and advanced through the 1st s3u valve (positioned in the ascending aorta) and through the native aortic valve. The 2nd valve was successfully deployed in the annulus. The physician stated that during deployment of the 2nd valve, it was hard to push the inflation device fluid while inflating the balloon but clarified that it was easy to deflate the balloon. Per report, it was unclear of what may have caused this phenomenon. It may have been due to the tortuosity on the aorta. Post deployment of the 2nd valve, various attempts were made with the 2nd delivery system to drag the 1st valve from the ascending aorta into the descending aorta, but it was not possible due to tortuosity. A total of 10cc were added to the 2nd delivery system nominal volume and the 1st valve was post-dilated in an effort to fixate it against the aortic wall. However, the embolized valve remained unstable. The esheath was removed and an thoracic endograft (tevar) 40m x 60mm was deployed within the 1st s3u valve fixing it along the ascending aorta to prevent distal embolization. Aortogram confirmed favorable results. ¿the tevar was placed without a sheath which is apparently normal practice.¿ at the end of the procedure, the 18r right femoral artery valient catheter was removed and hemostasis was obtained. 5 minutes later the patient became persistently hypotensive. Aortogram revealed what appeared to be a small tear at the abdominal aorta aneurysm (aaa) sac. A coda aortic balloon occlusion was used to minimize blood loss. The patient was transfused 7 units of prbc and 1 unit of platelets. Vascular surgery was emergently called and an abdominal stent endograft (tevar) was implanted to contain the aaa rupture. No further evidence of bleeding was noted. The patient remained hemodynamically stable and was transported intubated to sicu in critical but stable condition. Per report, the team did have some challenges passing the tevar stent which may or may not have caused the injury in the aorta. Per medical records, post tavr hospital course was complicated by aki and thrombocytopenia which improved before discharge (hit negative, hgb stable). On post op day 7 the patient was discharged home in stable condition with physical therapy at home.